Manufacturer narrative:
Investigation under (B)(4) is ongoing.

Event description:
The facility had indicated that the lens became damaged in the cartridge prior to implant. There was no patient injury.